Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was also reported that the leads had multiple contacts with high impedances. The patient underwent a revision wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively.